Manufacturer narrative:
Report number: mw5067825. Device manufacture date: 12/16/2016-12/22/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper of a vial-mate adapter broke down into particles in the IV solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.